Manufacturer narrative:
(B)(4). The device was discarded by the customer and was unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a connection issue with a mini-cap that fell off while the patient was doing therapy for peritoneal dialysis. The cause of the disconnect was unknown and it was reported that the transfer set was not suspect in the event as there were no issues noted when using other mini-caps. The patient received precautionary medication to prevent infection. There was patient involvement, but there was no report of patient injury or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced the event during the month of (B)(6) 2013. An event indicative of a potential malfunction of the disposable minicap was identified. As the mini-cap was not returned, a sample evaluation cannot be completed. A review of all batch record documents was performed for potentially associated lot number(s) gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted.